Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was reported. Customer's blood glucose level was 150 mg/dl. Reportedly, the customer changed supplies and resumed insulin delivery successfully.